Event description:
It was reported that when the lead kit was opened and the cover popped off the inside tray. It was also reported that the lead was rejected where the tray lid popped open and part of the contents spilled over the side. The cause of the issue was not determined. It was further reported that the retainer "popped" off the inner tray too easily which increased the chances of a component breaking the surgical field. It was also stated that the clearance to pick out the inner/retainer assembly was difficult to complete without contacting the seal flange of the outer tray (considered non-sterile).

Manufacturer narrative:
(B)(4).